Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure. This complaint is being reported based on the event of asthma exacerbation requiring hospitalization. Reportedly, the patient had a history of asthma as a child that he later grewout of, however, in 2010, the patient started experiencing shortness of breath. The patient had a history of bronchitis, chronic obstructive pulmonary disease (copd), orthostatic tremors, and diabetes due to exposure to (B)(6). The patient was treated with large amounts of steroids for his asthma, before being recommended for the bronchial thermoplasty procedure. In (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure. During the patient¿s 2 day follow up appointment, the patient experienced exacerbated asthma and was sent to the hospital. The patient was treated with steroids and nebulizers and remained hospitalized for two weeks. Please see MFR report 3005099803-2016-01071 for the details regarding the patient¿s second bronchial thermoplasty procedure. Please see MFR report 3005099803-2016-00967 for the details regarding the patient¿s third bronchial thermoplasty procedure.